Manufacturer narrative:
Device was received with a cracked keypad overlay, cracked case corner of belt clip rails, and cracked battery tube threads. Device p-cap or test reservoir locks in place properly. Device passed the displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the retainer ring had loose piece. Customer stated that reservoir cannot be locked in place when inserted in the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.